Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that her daughter's insulin pump may be over delivering insulin. Blood glucose was at 21-27 mg/dl and her daughter was hospitalized when they realized that she was low. Customer indicated that prior to hospitalization, they took pump off and did temporary basels as the pump was giving incorrect dosage. Customer did not have the pump at the time of call and was unable to troubleshoot pump. Customer was advised that a new pump would be provided to them.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.